Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. The product was visually inspected, a red dot was noted on the membrane. A leakage test was performed on the sample and no leak was identified. The membrane was then inspected after leakage testing was complete and no substances were noted on the membrane. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Product is visually and functionally inspected before release to ensure the quality and functionality of the device. Conclusion: based on the available information we are not able to identify a root cause at this time. It is important to note that the performance of the sealing membrane is reduced after multiple perforations and extended activation time. H3 other text : see section h.10.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j leaked. This was discovered during use. The following information was provided by the initial reporter: chemo leaked from the tip of the injector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j leaked. This was discovered during use. The following information was provided by the initial reporter: chemo leaked from the tip of the injector.